Event description:
It was reported that the coil broke. The target lesion was located in the variocele. A 6mm/20cm interlock-35 was selected for embolization of the lesion. During the procedure, a coil was inserted inside the 5f catheter. The coil was successfully deployed and the pusher was removed. Another coil was inserted to complete the procedure. However, it was noted that a part of the coil remained inside the catheter. They tried to reinsert the coil back into the deployment position but strong resistance was noted and it could not be advanced anymore. The device was removed together with the microcatheter and the procedure was completed with using another of same device. No patient complications reported and patient is stable. Device evaluated by manufacturer: the device was returned for analysis. Only a coil was returned for this complaint. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The coil was returned stretched near the interlocking arm end. The zap tip has a smooth surface. The coil dimensions that could be measured were within specification.